Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the device was returned. The distal end of the balloon was examined under microscopic magnification and was observed to be prolapsed over the distal tip and protruding out the distal end of the introducer sheath. The introducer sheath examined under microscopic magnification. The introducer sheath was bunched and the distal tip of the introducer sheath was observed to be flared, indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The balloon was unable to be retracted through the introducer sheath. The balloon was able to be advanced forward through the introducer sheath with slight resistance. Stretching to the catheter was observed. The balloon was unable to be inflated due to the poor sample condition (i.e. Balloon prolapsed at distal tip and catheter stretched). The balloon fibers were then stripped and no ruptures were found on the base balloon. The balloon was cut with a scalpel near the inflation deflation ports. Upon removing the balloon, it was noted that the glue bullet was not in its correct location and was lodged inside the outer catheter shaft. The polyimide was pulled distally to remove the glue bullet from the outer catheter. The glue bullet was observed to be dislodged from the polyimide and stuck within the outer catheter shaft. The catheter was cut in half just proximal to the glue joint and a 0.035" pin gauge was inserted into the catheter to remove the dislodged glue bullet. As the glue bullet was dislodged from the polyimide, no measurements could be taken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive for inflation and deflation issues, as the balloon was unable to be functionally tested due to the poor sample condition (i.e. Balloon prolapsed at distal tip and catheter stretched). The investigation is also confirmed for retraction problems based on the condition of the returned sample (i.e. Introducer sheath tip flared). The root cause for the inflation and deflation issues is unknown. It is unknown whether the deflation issues contributed to the retraction issues, it was reported that a smaller sheath size than indicated per device labeling (7fr instead of 8fr) was used; therefore, the use of a smaller than recommended sheath size may have contributed to the retraction issues. Labeling review: the conquest instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first inflation in the subclavian vein, the pta balloon catheter was allegedly difficult to inflate and allegedly would not deflate. It was further reported that the balloon catheter was pulled back into the cephalic vein and the balloon was punctured with a needle stick through the skin in order to deflate it. Reportedly, there was some alleged difficulty retracting the balloon through the sheath. It was reported that another pta balloon catheter was used to complete the procedure. There was no known reported impact or consequence to the patient.